Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight and infection site. Further information was requested but not received. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01205. It was reported that patient experienced infection. Reportedly, patient was treated with antibiotics. Surgical intervention was undertaken on (B)(6) 2019, wherein the entire system was explanted to address the issue.